Manufacturer narrative:
Their was a second physician reported for this event. Their information is as follows: dr. (B)(6).

Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.